Event description:
It was reported that the device was explanted for issues regarding inappropriate therapy. The device was at eri.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of inappropriate hv therapy was verified after review of the stored electrograms. The segm revealed t-wave oversensing. The cause of the inappropriate therapy was noise and the cause of the noise was found to be t-wave oversensing.